Event description:
It was reported that the device would not power off after completing the 3 am self test. There was no report of pt involvement with incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined that root cause for the reported incident was an electrically leaky filter, designator fl4, due to solder flux residue on the power pcb.